Event description:
It was reported the screen is damaged. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. Lcd (liquid crystal display) is bleeding. Main printed circuit board is out of electrical specification. Encoder flex is out of electrical specification. Battery contacts are compressed. The ring is bent. Battery release and lead flex cover are contaminated. Side bail covers are broken and contaminated. Lower case is corroded. Upper case and ring cover are broken.